Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high and low blood glucose levels and that the insulin pump alarmed battery out limit. The blood glucose reading was 453 mg/dl. The customer stated that when she would change the battery, the insulin pump would go black and reset its year back to 2007. She reported that the battery had not been out for greater than the duration allowed by the device. She stated that she had received multiple battery out limit alarms, followed by a failed battery test. Another error alarm occurred during troubleshooting. Advised replacement of the insulin pump. The customer declined troubleshooting for high and low blood glucose, advising that she had treated her high blood glucose with the insulin pump last night. She stated that she treated her low blood glucose with food in the morning. Nothing further reported.